Event description:
When trying to attach a 10mm posterior augment to an std revision lcs femur, the surgeon could not engage the thread properly, causing a delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.